Event description:
It was reported that the user experienced repeated alert 38 notifications indicating consecutive stalled motor events on the ilet despite a supply change, a dry run, and multiple restarts, and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included reliance on an alternative insulin therapy until the replacement arrived, with no hospitalization. Investigation included confirmation of device details and user-led troubleshooting steps. Investigation of this case revealed a persistent motor stall alarm consistent with a device malfunction affecting the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with undetermined root cause pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.